Manufacturer narrative:
The smiths medical pump was returned for analysis and it was found to have been in good physical condition. Delivery accuracy test results were-7.70%, -6.42%, and -7.52%, all outside the published customer spec of /-6.0%. The expulsor was found to be out of calibration and the original complaint was confirmed. The expulsor will be replaced and calibrated.

Event description:
Information was received indicating that a smiths medical cadd legacy pump has failed an accuracy test by -7.45%. This issue occurred during testing. There was no patient present at this time. There were no adverse events reported.